Event description:
It was reported that the balloon could not reach the lesion site, and the catheter was found to be kinked after withdrawn. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified middle segment of left anterior descending diagonal branch. A 1.2mm x 12mm fg threader monorail was selected for coronary artery angiography (cag) and percutaneous transluminal coronary angioplasty (ptca). During the procedure, it was noted that the balloon could not reach the lesion site, and the catheter was found to be kinked after withdrawn. The procedure was completed with a different device. No patient complications were reported and the patient was stable after the procedure. However, device analysis revealed a complete circumferential tear in the balloon.

Manufacturer narrative:
E1: initial reporter phone: (B)(6). Device evaluated by MFR.: the device was returned for analysis. A visual and tactile examination identified multiple kinks along the hypotube. No kinks or damages were identified along the polymer shaft. A microscopic examination of the distal extrusion identified that the inner lumen was flattened at 12cm from distal tip. A detailed microscopic examination of the balloon material identified a complete circumferential tear in the balloon. The tear was located at 1.4cm from the tip of the device. A microscopic examination of the tip section found no damage. A microscopic examination of the markerband found no damage. Due to the flattening that was evident in the inner wire lumen at 12cm from the tip, it was not possible to load a 0.014inch size guidewire through the inner wire lumen.